Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer¿s blood glucose level was 192 mg/dl. Customer also reported that this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.